Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a locking issue of the mayfield composite series skull clamp during surgery. No patient njury reported and the event led to 15 minutes surgical delay.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield base unit was returned for evaluation: device history record (DHR): the DHR was reviewed and no anomalies related to the reported failure was identified. Failure analysis: the evaluation of the returned device did not confirm the reported condition. The device is functioning properly. The functional testing of the device did not duplicate the reported failure, and no issue was found. Root cause: the reported complaint was not confirmed from the visual evaluation of the returned product. The observed condition is likely caused by improper handling of the device. The definite root cause cannot be reliably determined.